Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient reported blisters that opened and bled all over her back, also there was puss reported. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.